Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's uncontrolled anticoagulation therapy and subtherapeutic inr at the time of admission. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was admitted for rectal bleeding; reports of frank blood with bowel movements, and subtherapeutic international normalized ratio (inr). Hemoglobin levels remained within normal parameters. The patient was on warfarin and aspirin for anticoagulation therapy. Additional information received from site indicated that the rectal bleeding resolved as inpatient and that the patient's hemoglobin remained stable. Though the patient's inr was subtherapeutic on admission; the previous week the inr had been up to 4.5. With a goal of 2-3. The patient had not yet undergone colonoscopy and did not receive clexane for subtherapeutic inr. The medical team does not believe this event to be related to the device. He was discharged on (B)(6) 2015 with outpatient colonoscopies scheduled in the coming weeks. Reports of rectal bleeding had stopped prior to discharge. No further information was provided.